Event description:
On 1/10/97, condylectomy of third digit left foot with k wire insertion. On 1/24/97 podiatrist reported slight difficulty removing wire. X-ray revealed approx. 1 inch of k wire left in mpj. Podiatrist does not anticipate complications.